Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the sensor was inserted into the abdomen on (B)(6) 2021. The patient was at a store and was feeling dizzy and confused. She was working with a staff person from the store and she felt dizzy again. They called her husband and daughter and she was taken to the hospital by emergency medical services (ems). Her cgm was reading 351mg/dl but when they got to the hospital her finger stick bg was 481mg/dl. She was given insulin and fluids and was sent home. At the time of the report four days after the event she reported she was still confused and getting dizzy. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.